Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd veo¿ insulin syringe with the bd ultra-fine¿ needle failed to deliver the full dose of insulin during use. The following information was provided by the initial reporter: "problem is son takes 1/2unit only. Not sure if the 1/2 unit received is insulin or silicone thats been placed in vials."

Manufacturer narrative:
H6: investigation summary : no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed. H3 other text : see h10.

Event description:
It was reported that the bd veo¿ insulin syringe with the bd ultra-fine¿ needle failed to deliver the full dose of insulin during use. The following information was provided by the initial reporter: "problem is son takes 1/2unit only. Not sure if the 1/2 unit received is insulin or silicone thats been placed in vials"